Event description:
It was reported that a presyncopal patient presented in the emergency room. Upon device interrogation, the ventricular lead exhibited loss of capture and high impedance. On (B)(6) 2015, a chest x-ray revealed clavicular crush damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.